Event description:
Tv100 transport ventilator [redacted] was being used on patient. Touch screen stopped responding to input. Otherwise, ventilator remained functional. I switched ventilator out for a new critical care ventilator (hamilton). When tv100 ventilator was removed from patient, I was unable to put it into standby and could only turn it off with a hard reset. Per mfg, we are the only customer reporting this issue manufacturer response for transport ventilator, tv100 (per site reporter).